Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for follow-up, loss of atrial capture was observed. Programming changes were made. A chest x-ray was performed on (B)(6) 2019 and confirmed lead dislodgement. The lead was explanted and replaced.

Event description:
Lead noise was also noted on the atrial lead.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported field event of no capture was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the patient was discharged from the clinic after the procedure.